Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Additional phone number (e1): mobile: (B)(6). Device evaluation: rupture: observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported "rupture free silicone" against left device. The device has been explanted and replaced.